Event description:
It was reported that the shower chair broke as the end user was transferring from the chair to her wheelchair. The extent of any injuries or if any medical intervention was sough is unknown.